Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient's catheter was explanted because she had experienced increasing pain. A contrast study did not reveal any anomaly; the catheter was explanted anyway. After the catheter replacement the patient's symptoms persisted confirming the catheter was not defective. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).